Event description:
It has been reported that during a knee arthroplasty, the sizing instrument would not lock into place.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the surgeon had trouble with a sizing guide as it wouldn't stay in 3 degrees of external rotation. There was no specific case in which this event occured.

Manufacturer narrative:
The event was confirmed as product was returned. Visual inspection shows that the device exhibits some scratches and abrasions. It was noted that tower subassembly moves freely with no force. It was also noted that the external rotation measurement changed by skipping gears without squeezing rotation guide sub assembly when sufficient force applied on the sides. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.